Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that on (B)(6) 2019 a uterine artery embolization (uae) was performed for submucous leiomyoma of the uterus. On (B)(6) 2019, expulsion of necrotic myoma occurred, and myoma was partially resected via the vagina. On (B)(6) 2019, the patient presented to the reporter's hospital with a strange feeling in the abdomen. Due to an increased c-reactive protein (crp) level, an antibiotic was administered. Crp level decreased, although not within the normal range. A decision was made to perform total hysterectomy. On (B)(6) 2019, surgery was performed. Examination of abdominal hysterectomy specimens revealed an infection within the residual myoma and on the surface of the surrounding membrane.